Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the first firing with ecr60b. 1/3 cut line and staple line were deployed. Two ecr60b were used on this device but still had the same issue. Changed to ec45a to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Anvil, shuttle, firing trigger. The analysis results found that one long60 device was returned with the anvil bent upwards and without reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle and firing trigger were noted damaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle and the firing trigger became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete.